Manufacturer narrative:
F.10: pt code: 2640 - surgical incision, enlargement of, unlabeled; device code : 2634 - lens (iol), torn, split, cracked, unlabeled. H.6. Evaluation codes: results: visual inspection of the returned product showed that both lens haptics along with part of the lens optic were torn off and missing. Clear surgical residue/debris on the product. Conclusion: based on the complaint history and eval of the returned product, a specific root cause of the event could not be determinied. It should be noted that the injector and cartridge were not returned for evaluation.

Event description:
The reporter stated that the surgeon inserted a cq2015 three piece collamer lens. The lens optic tore upon insertion into the eye. The incision was enlarged to remove the lens. Surgery was completed with another lens and no suture was required to close the wound.